Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a severely tortuous and severely calcified lesion located in the distal right coronary artery, exhibiting 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. The lesion was pre-dilated. It was reported that the stent failed to cross the lesion. A received image of the device shows that stent deformation occurred. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
The stent was the first stent to be placed. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: photo 1; image shows the luer and distal portion of a device and the rear of an endeavor resolute shelf carton. The lot number on the luer corresponds with the lot number on the shelf carton and the lot number reported in gch. Deformation is evident to the distal portion of the stent. Photo 2; image shows a ¿not passing situation statement¿. If information is provided in the future, a supplemental report will be issued.